Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The subject in a clinical trial experienced low flows of hero graft at dialysis and was sent to access center. Patient had angioplasty of distal venous graft segment with good result. Graft is ready for immediate use.